Event description:
I had this method of birthcontrol, on this day after my procedure, I was bleeding very bad on (B)(6) when I changed dr. He did a d and c and told me that should stop the bleeding. Well it did not stop, then in (B)(6) I went into another procedure ablation and finally the bleeding was gone totally but now everytime I have sex my husband gets this cuts all around his penis and very itchy and I get very itchy on my vagina. It is like my (secreation) burn him and I feel very bad for men to go through this after all that we went through.